Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was connected to the generator and it was recognized by the generator but due to the returned condition, full functional testing could not be performed and we are unable to determine what may have caused the device not to function. As to the damaged I-blade and missing top jaw, there is insufficient evidence related to what caused the damage; a probable cause of the damage to the I-blade and jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a laparoscopically assisted vaginal hysterectomy procedure, the instrument did not function anymore; with gen11. No further information is available. No patient consequences reported.